Event description:
Customer called for assistance with the sensor alerts. Customer mentioned that she was hospitalized for high blood glucose. Customer declined to provide the details of the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.